Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2009.

Event description:
It was reported that the patient complained of a rapid heart rate. It was noted that the right atrial (ra) lead exhibited oversensing with small p waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.